Event description:
The endovascular stent graft was being placed for repair of a aaa. The physician placed the main body stent graft and iliac leg. He thought the position of the main body stent graft was good and did not do a final run prior to deployment of the suprarenal stent. The procedure was completed successfully. The next morning, the pt had minimal urine output and was taken to the or for an angio. It is believed the stent may have been placed too high and covered the renal arteries. It is believed that they will stent the renal arteries at this time. Then night following the case, the pt had a fever and was treated with anti-hypertension meds to reduce the fever. However, this raised the bp and they gave meds to correct high bp. Pt went into hypertension and they had to hold pressure to right groin, because of this the limb became occluded and pt presented with cold right foot. They then realized urine output was not good. Brought pt to or to determine what was occurring. Did an angio run, renals were open; however, physician went ahead and stented the renals. The right limb was reviewed and a thrombolectomy was done to open everything up. Pt is in ICU and currently doing well.

Manufacturer narrative:
Eval: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. Unless medically indicated, the zenith aaa endovascular graft should not be deployed in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful eval of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An eval of this event found that it was caused due to improper covering of the renals by the physician during placement of the device.